Manufacturer narrative:
(B)(6). Correction #: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection did not occur. Unrelated to the event the display was found to have a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.